Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump despite the attempt of multiple usb cables. The customer¿s blood glucose (bg) level was high however a specific value was not provided. Following troubleshooting, the customer resumed insulin therapy via the pump to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.